Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 10/14/2015 to report a hypoglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient's daughter found patient unresponsive and having seizures while sleeping, so patient's daughter contacted the ambulance. When patient regained consciousness, emergency medical technicians (emt) tested the patient's blood glucose level which read out at 19 mg/dl. Patient was intravenously administered liquid glucose and rushed to the hospital. Upon arrival at the hospital, patient was given food until her blood glucose values returned to normal, and patient was sent back home. No additional patient or event information is available. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area. It should be noted that the diabetes mellitus is a known contributor to loss of consciousness, seizures, and hypoglycemia.